Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On april 27, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error 2 message. The patient manages his diabetes with oral medication. The error 2 message began on (B) (6), 2010. The patient did not alter his diabetes management at the time of concern. On (B) (6), 2010, the patient reportedly developed symptoms described as "blurry vision and thirsty" the patient did not receive any treatment that would suggest the patient had acute complications of diabetes. During troubleshooting, the csr noted that the correct test strips were used, there was no product misuse, and the testing process was correct. However, the product issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hyperglycemia two days after the error 2 message began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.